Event description:
This account noted a low glucose result on two patient samples. Initial result was 91 mg/dl, repeat was 137 mg/dl on the first. Initial result was 120 mg/dl, repeat was 83 mg/dl on the second.